Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 80% target lesion was located in the moderately tortuous and moderately calcified forearm shunt vein. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. However, during second inflation, the balloon ruptured at 20 atmospheres. The procedure was completed with another mustang device and was successfully inflated at 24 atmospheres. There were no patient complications reported.